Event description:
The st. Jude medical rep reported that no communication could be established. It was also reported that during dft testing, the device took a long time to charge to maximum output and it was unsure if the ICD delivered therapy. The pt had to be externally rescued. The device will be explanted and reutrned for analysis.